Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned (2) loose 1ml insulin syringes. The consumer reported 2 syringes with the plunger stopper melted. Both returned syringes were examined, and it was observed that 1 syringe exhibited a disfigured stopper attached to the plunger rod within the barrel. The remaining syringe did not exhibit a damaged stopper. Due to the batch being unknown, no DHR review can be completed. Bd was able to confirm the customer¿s indicated failure. The root cause cannot be determined due to lack of information. H3 other text : see h10.

Event description:
It was reported that 2 relion® insulin syringes experienced a deformed stopper. The following information was provided by the initial reporter: consumer reported finding syrignes with the plunger stopper melted.

Event description:
It was reported that 2 relion® insulin syringes experienced a deformed stopper. The following information was provided by the initial reporter: consumer reported finding syrignes with the plunger stopper melted.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.